Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the sensor failure was displayed and the pressure was not displayed. The iab was changed and the therapy was completed. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing approximately 75.2cm from the iab tip. The one-way valve was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The evaluation confirmed the reported failures. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing approximately 75.2cm from the iab tip. The one-way valve was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The evaluation confirmed the reported sensor failure. The root cause is addressed under (B)(4); in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).